Manufacturer narrative:
The relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml gablofen at a dose of 261 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that upon disconnecting the existing catheter from the explanted pump, the neurosurgeon did not receive any retrograde flow of cerebrospinal fluid (csf) from catheter so opted to replace with new catheter, surgical intervention occurred. After removing existing catheter, 19.4 cm remained in the patient's intrathecal space. Both the implanting neurosurgeon and spasticity manager in clinic were aware of this length. The patient was restarted on 100 mcg/day; decreased from previous infusion rate of 261 mcg/day. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The explanted catheter was to be returned to the manufacturer for analysis. No symptoms were reported and no further complications were expected or anticipated. The patient's medical history included diplegic cerebral palsy, muscle spasms, gait difficulty, depression, and anxiety. The patient's concomitant medications included tigan, oral baclofen prn, prozac, oxycodone, zofran, and movantik.

Manufacturer narrative:
The catheter was returned, and analysis found the catheter body was broken. If information is provided in the future, a supplemental report will be issued.